Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump and the sensor do not calibrate together. Customer's blood glucose was over 400 mg/dl at the time of incident and 308mg/dl at the time of the call. Troubleshooting was performed and resolved the issue for the customer. High blood glucose troubleshooting was declined by customer. No further assistance was necessary.